Event description:
Pt reported feeling nauseous and sweating while driving to a physician's visit. Pulled into gas station, where someone called ambulance for pt. Pt was treated by paramedics for hypoglycemia. Pt reported blood glucose was about 20. Given IV glucose and released to see physician.